Event description:
A lead extraction procedure commenced to remove a capped right ventricular lead originally implanted in the abdomen, due to non function. Two suture sleeves that were present on the rv lead were removed and a spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. A cook medical one-tie compression coil was used in addition to the lld for additional traction. Fluoroscopy was then used to confirm lld tip placement, and the physician noticed that a third suture sleeve was present within the patient's vasculature, bordering the rv lead's proximal coil. The physician used a spectranetics glidelight laser sheath, then a spectranetics tightrail rotating dilator sheath and finally a cook medical 13f evolution rl dilator sheath to attempt to retrieve the third suture sleeve, without success. He did not want to continue the extraction with a suture sleeve on the rv lead in the vascular space. The physician could not attempt to unlock the lld from the rv lead due to the one-tie in use. The rv lead with the lld inside were cut and capped and remained in the patient. The physician successfully implanted two new leads with no complications. This report captures the lld present within the rv lead which was cut, capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's ethnicity and race unk. A portion of the device was discarded and a portion remained within the patient, thus an investigation could not be completed. Based on the complaint details, the third suture sleeve (placed prior to the lead extraction procedure) prevented the physician from extracting the rv lead. Therefore, this was determined to be non-device related, not due to the lld remaining within the rv lead.